Event description:
Customer's husband reported the death of his wife. The last blood glucose reading was 290 mg/dl. The cause of death was congestive heart failure. Customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.